Event description:
It was reported that the patient came into the emergency room with palpitation. It was also reported that during interrogation, power on reset was noted on the device. The patient had been receiving radiation therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical random access memory (ram) parity error power on reset (por) on (B)(4) 2012 in location "10 5c". The device should be able to recover from the event and continue normal function. Radiation therapy noted concurrent with por timeframe.